Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests, and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump leaked at the tubing connector. Customer's blood glucose was 500 mg/dl which was treated with manual injection. After troubleshooting, customer would return infusion set and reservoir.